Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the exposure was not possible. Fse examined the system on-site and found an unusual pattern of fluoroscopy. Fse conclude that the customer made double fluoroscope commands and fse provided instruction to the customer. System had no malfunction it was user error. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the device's fluoroscopy initiation was delayed. The system was in clinical use at the time of the event. There was no reported patient or user harm.